Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information found it was reported when the stimulation was at 5.2 volts it was irritating. Additional information reported found it was reported there was loss of therapeutic effect , had increased baseline pain and tingling. It was further stated the patient still ¿felt electrical shock feeling going up and down his legs and it made it really hard to walk.¿ it was noted the where the implant was it was really sore. It was further reported the system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a 'surging sensation.' The patient additionally reported experiencing a 'shocking sensation in her crotch area.' The patient also reported a 'loss of therapeutic effect' and specified that her pain was 'worse with the implant.' The patient indicated she felt 'stimulation in her lumbar spine and down both legs, primarily the left leg.' It was noted that the patient had not 'had the same success' as during her trial. It was reported that the patient 'didn't like the surging sensation when going to an upright position' that her device's adaptive stimulation setting provided. Upon shutting off the adaptive stimulation setting and turning down one of her device's programs from 5.2v to 5.0v, the patient reported that she was 'feeling much better.' At the time of initial report, the patient reported that she 'wasn't feeling the shocking/surging.' Two days after the initial report, the patient additionally reported 'coupling and or communication issues.' The patient stated that the day after the initial report she 'was able to get coupling.' The patient noted that her side was 'not swollen' and that the 'implant wasn't moving around.' Using her device's antenna locate feature, the patient reported that she 'only got around 50's.' She added that she 'mostly got 4-6 coupling bars in the past.' The patient was redirected to her health care provider. Additional information was requested. A supplemental report will be filed if additional information becomes available.